Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. A review of the event history log verified the baxter technician finding of system error 345 as system error 345 alarms were found in the log. However the system error was unable to be reproduced during evaluation and no causality could be identified. No correction was performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter (B)(4), the device displayed a system error 345. No additional information is available.